Manufacturer narrative:
Approximate age of device ¿ 1 year. The event occurred at university of (B)(6). A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was diagnosed with a bacterial driveline infection on (B)(6) 2015. The cause of infection was reported as complexities of medical management. On (B)(6) 2015, the patient was admitted to the hospital and has undergone surgical debridement surrounding the driveline exit site. The patient remains in the hospital and is being treated with unspecified antibiotics. No additional information was received.